Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had initiated therapy prior to connecting to the patient line. The power was cycled to clear the alarm and the patient was to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that therapy was initiated before the patient connected, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.